Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the caller was trying to check impedances on an implantable neurostimulator (ins) replacement and had gotten an error code on the physician programmer (php) about invalid parameter settings, advising them to program the device. The caller tried to do that and had run into the same error. All the connections were reported to have been secure and the healthcare provider (hcp) was closing the pocket at the time of the call. The rep called back and indicated that they turned off the or lights and were able to get the php and ins to communicate. The caller noted the light were not new and that had not been a problem in the past with these lights. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.